Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3093-33, lot# va033kc, product type: lead.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastr ointestinal/pelvic floor. It was reported the patient's device had moved to their right hip, that's where they felt it. When asked if the implantable neurostimulator (ins) have moved or the lead, the patient stated "whatever they inserted in me". The patient was to follow up with their healthcare provider (hcp) tomorrow. The event date was noted to have been the beginning of the week. No patient symptoms reported.

Manufacturer narrative:
Product ID: 3093-33, lot# va033kc, product type: lead.

Event description:
Additional information from a patient reported there were no known circumstances that led to their device moving into their right hip.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.